Event description:
It was reported that the patient developed bacteremia. The device and leads were removed. The right atrial pacing lead is a competitive product. The device is being used as a temporary pacer as a bridge until a new system is implanted, the right ventricular lead was returned to the manufacturer. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.